Event description:
On (B)(6) 2010, patient reported a blood glucose reading of 536 mg/dl just a few minutes prior to the call. Patient stated she was getting ready to eat dinner and attempted a bolus of 9.9 units of insulin when she received the e4 (occlusion) error and then the e8 (bolus cancelled) alert. Advised patient on what the e4 error is and reasons for the error. Patient stated her last blood glucose reading was 355 mg/dl right before noon and she bolused to bring it down. Patient reported she did not receive an error message at that time. Patient stated 2 days ago when she changed her infusion site it was really sore, so she removed it and moved it over; "just a little bit" and this site is sore but not as bad as the first. Had patient disconnect and prime 5+ units of insulin with no error messages. Advised patient to change her infusion site. Patient reported she removed the site and had a small welt. Patient stated she will put on a new infusion site, attach the infusion tubing and deliver her bolus. On follow-up on (B)(6) 2010, patient stated everything was going "perfectly." Patient stated her normal blood glucose range is 167-210 mg/dl, but she tries to stay around 110 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.